Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was reproduced. When the returned device was connected to endoscopic system and confirmed that the b30 (scope-communication error) error appeared on the screen. When scope connector was connected for operation check (temporary connector), confirmed that the error was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause of reported issue could not be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that water invasion of the scope connector unit or other factors such as environment during transport from warehouse to the user facility may have caused poor electrical connection inside the scope connector unit (especially electrical circuit board), which had an adverse effect on the image signal output and made it impossible to output a signal. Regarding water invasion of scope connector unit, since there was no leakage, it is possible that water may have entered from venting connector of scope connector unit. As for the water invasion from venting connector of the scope connector unit, the cause could not be specifically determined. However, it is presumed the following possibilities: the venting connector of the scope connector unit has in function that draws air into the scope during scope leakage test, and out function that expels air when pressure inside the scope becomes high. In function: when venting connector is connected, closed path opens, but one-way valve does not open. Out function: the one-way valve is pushed open by pressure inside the scope, but when a certain pressure is reached, it returns to its original position with a spring. Presumable cause due to in function. The user attached venting connector and performed leakage test when the venting connector was wet. The user performed leakage test while the venting connector/inside leakage tube was wet. The user attached/detached the venting connector under water. The user immersed device in fluid while sterilization cap was attached. Foreign material stuck in packing, causing it to not close. Presumable cause due to out function. In particular, if a force that tilts one-way valve is applied, a gap may form between the valve and the venting connector. Water droplets remained on the venting connector, and a force to tilt the one-way valve was applied, generating a gap and allowing moisture to get inside the scope. When the one-way valve was underwater or running water, a force was applied to tilt the valve, generating a gap and allowing moisture to get inside the scope. Foreign material stuck in packing, causing it to not close. Other causes: when the scope was submerged in water or under running water, a force that opened the one-way valve of the venting connector was applied with a brush or other object. Some foreign material or debris from the venting connector temporarily got between the one-way valve and the scope, causing water invasion without the connector being completely closed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed an unspecified communication error and no images appeared when connected to any of the multiple systems and the equipment could not be used. The issue occurred when operation confirmation was performed on the device just arrived. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to product returned date. Corrected field: d9 olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.